Manufacturer narrative:
Correction: h6 (devices code): "migration" code was removed. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial lead exhibited high capture thresholds, sensing issues and high impedance within normal range. The physician decided to implant this lead as a previous same model lead implant attempt showed the same inadequate measurements, thus, it was concluded that these measurements were caused due to the patient's anatomy and not related to lead performance. Additional information was received that a day later, this lead was found to have perforated the right atrium and it went close or into the liver, hence there was no capture and out-of-range impedance measurements. This patient underwent a revision procedure more than a month later and a new lead was implanted. This lead was not explanted but abandoned and left in place to avoid the risk o tearing the superior vena cava. Reportedly, this lead was later on explanted along the entire system due to an infection. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited high capture thresholds, sensing issues and high impedance within normal range. The physician decided to implant this lead as a previous same model lead implant attempt showed the same inadequate measurements, thus, it was concluded that these measurements were caused due to the patient's anatomy and not related to lead performance. Additional information was received that a day later, this lead was found to have perforated the right atrium and it went close or into the liver, hence there was no capture and out-of-range impedance measurements. This patient underwent a revision procedure more than a month later and a new lead was implanted. This lead was not explanted but abandoned and left in place to avoid the risk of tearing the superior vena cava. No additional adverse patient effects were reported.